Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon has been inflated and was deflated in the as-returned state. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped in between the two radiopaque markers. The stent was returned separately inside a syringe. The stent is severely deformed over its entire length, i.e. Several struts are bent and elongated. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
A synsiro pro drug-eluting stent system was selected for treatment. After the lesion could not be crossed with the device, the stent detached from the balloon and got stuck in the y-adapter.

Manufacturer narrative:
Combination product: yes.